Event description:
It was reported that the user announced six meals within a nine-hour period and used meal announcements as corrections while using the ilet bionic pancreas, after previously reporting feeling high; agent review indicated that meal announcements did not result in hypoglycemia. Symptoms included perceived hyperglycemia without documented adverse clinical effects. Outcomes included user education and assignment for additional training, with no alerts, alarms, or hospital care. Investigation included review of device-reported meal announcements and user interaction with therapy settings, as well as troubleshooting and education. Investigation of this case revealed inappropriate use of the meal announcement feature as a corrective action, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training needs.